Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultra meter does not turn on. The patient manages his diabetes with oral medication, diet, and/or exercise. The power issue began around (B)(6) 2010. The patient was unable to test his blood glucose on the subject meter and did not test on any other device. On (B)(6) 2010 at 3:15 pm, the patient reportedly developed symptom of cold sweat and promptly administered self treatment with juice. He reportedly felt better soon after. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the power issue was resolved after the power button was reseated. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he developed symptom that can be associated with hypoglycemia 15 days after the power issue began.

Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with culture positive for (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced peritonitis manifested by abdominal pain, cloudy effluent, and fever. On (B)(6) 2010, the patient was hospitalized. The patient was treated with cefazolin "1 g x 2 g/day" and gentamycin "40 mg x 80 mg/day". The cause of the peritonitis was contaminated water sources. Pd therapy was ongoing. The peritonitis was resolving. It was unknown whether the fever resolved.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510k # k062195.